Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Investigation summary.

Event description:
It was reported that right hip revision surgery was performed in (B)(6) 2013. Initial implanted in (B)(6) 2007. Metallosis, loosening, pseudotumor, and elevated levels of cobalt and chromium reported.